Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016; she came from a nursing home. The cause of death was diabetic ketoacidosis. The customer started getting sick about two months prior to passing. She had bed sores which would not heal and lead to leg infection and loss of both legs. Due to the infections, the customer was having extremely high blood glucose. She had kidney failure and was on dialysis for the last five years. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death. It was disconnected three to four weeks prior to passing, per the endocrinologist's advice. The doctor suggested disconnecting the device due to the infections in the customer's legs. The customer was not using sensors. The caller does not have the insulin pump. The device information used on this medwatch report is the last known issued insulin pump to the customer.